Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was scratched and "hard to get to work properly". Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions and that the battery was "bad". The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.